Event description:
A ge oec 9600 fluoroscopy system would not record cine fluoro. Unable to save cine fluoro procedures.

Manufacturer narrative:
A ge oec service representative investigated the issue and found a corrupt cine hard drive that was reformatted to restore proper recording function. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.